Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. A temporary wire was placed prior to the changeout procedure. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. A temporary wire was placed prior to the changeout procedure. No additional adverse patient effects were reported. This device has been received for analysis.